Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) touchframe and touchframe cable assembly, which resolved the reported issue. The unit passed extended self-testing.

Event description:
Report received that ventilator had an unresponsive touchscreen. The ventilator was not on a patient at the time of the event.